Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. The service engineer (se) inspected the device, verified the reported issue, and replaced the base assembly. The se was able to secure the ventilator to the cart.

Event description:
It was reported that the connection thread of a screw on a v60 ventilator cart was worn which prevented the ventilator from being safely secured to the cart. The ventilator was not in use on a patient at the time of the reported event. Event date not specified; estimate used.